Event description:
The clinician reported that 5 months after the dental implant was placed in ada site 15 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The implant was manually torqued to 35 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.